Event description:
Reporter indicated a vns therapy patient's generator could not be interrogated. The patient was in a car wreck prior to the appointment at which the generator could not be interrogated; therefore, the physician is currently unable to rule out the car accident as a causative factor of not being unable to interrogate the device. Only limited programming and diagnostic history is currently available; therefore, a battery life calculation could not be performed to rule out normal end of service. X-rays reviewed by the manufacturer did not reveal an anomaly with the vns. Troubleshooting confirmed the physician's programming system was performing as intended. The patient underwent generator replacement surgery. The leads were not replaced as the surgeon said the leads "were fine." The explanted generator has been returned to the manufacturer and is pending analysis. Good faith attempts to obtain additional information have been unsuccessful to date.